Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the "sensor glue and the sensor are separated¿ and as result, the customer received inaccurate readings on the freestyle libre sensor. The customer was hospitalized due to ketoacidosis and administered insulin (type/dose unknown) as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The returned sensor plug was properly seated. Visual inspection of the sensor plug assembly was performed and no failure modes were observed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetics are has been submitted.

Event description:
A caller reported that the "sensor glue and the sensor are separated¿ and as result, the customer received inaccurate readings on the freestyle libre sensor. The customer was hospitalized due to ketoacidosis and administered insulin (type/dose unknown) as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.